Event description:
Patient said the pen needle breaking off into her belly 3x and has only been using the product one month. She switched to another brand and has not experienced any issue so, she chose to discontinue the use of the droplet brand. The patient was able to remove needles without medical attention.